Event description:
It was reported the patient is experiencing pain at the implant site along with a "pinching" feeling. Patient also stated the physician had to "redo the lead." Follow up with the physician's office was conducted and it was disclosed the atrial lead demonstrated no capture at high thresholds. The lead was repositioned and remains in use. The physician's office also stated the patient has chronic discomfort at the implant site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).